Event description:
On april 13, 2007, the explanted device was returned to the company without prior notification from the center. The patient reported discomfort around the implant site and requested to be explanted. The patient had been a non-user. Surgery to explant the patient's c1 device took place seven days earlier.